Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A 510(k) number will not be provided in the emdr because the product is unknown at this time.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the home patient (hp) cycle the power to the hc. A system error 2367 occurred. Then the tsr had the hp cycle the power end therapy and had the hp disconnect and remove the cassette. The tsr advised the hp to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.